Manufacturer narrative:
The insulin pump was received with a cracked case on the display window corner, cracked reservoir tube lip, cracked belt clip slot and severe scratches/worn display window.

Event description:
It was reported that the customer's insulin pump had a screen that was scraped up and difficult to read. The customer stated the damage to the insulin pump had become worse and worse. The customer's blood glucose was unknown. Troubleshooting was done. The customer was unaware of how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.